Event description:
The pt was bein fed through a gastrostomy tube using a pump. The pump was set to deliver 100 ml/hr. The pt was being fed dfrom 6:00am until 8:00 pm(14 hours). The pump was delivering at a faster rate: instead of infusion in 14 hours, the feeding solution was being delivered in 10-12 hours. Also the reprt stated 700 cc had been infused in 5 hours. Following the event, the pt had frequent episodes of emesis. There was no ilness, injjry or medical intervention resulting from the event.